Event description:
This lead was returned with oos documentation from biotronik rep rick arbona. This lead fractured and was replaced. There was intermittent oversensing. The ICD was replaced at the same time. This lead was replaced with a linox sd 65/16.